Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the skin stapler ejecting staples from jaw when firing staples. Not staples in place once fired. Skin staples coming out of skin incision after firing. There was no consequence to the pt.